Manufacturer narrative:
We have now concluded our investigation into this report as no sample was returned, a sample inspection could not be performed. As the lot number originally provided did not corresponds to valid lot number, batch record review could not be performed. However, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. It can also be confirmed that no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. Based upon the results of the investigation which has not been able to identify any known product quality defect, no further action will be taken at this time. However complaints of a similar nature will be closely monitored for any adverse trends and further action considered.

Event description:
It was reported that patient used the product to remove the sticky residue from the adhesive bandage. After 2 uses skin burned, turned brown and sluffing away.